Event description:
Per independent repair center statement, the unit had low o2 or yellow light. The key failure was the tie wraps improperly assembled. Additional malfunctions were the hose clamp was defective.